Event description:
It was reported that shaft break occurred. The target lesion was located in a peripheral arterial vessel. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, it was noticed that the shaft was kinked and it eventually snapped. The device was pulled out from the sheath without issue. The procedure was completed with another 2.50 x 24mm synergy xd drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
D4 - lot number: updated to 0030411136.

Manufacturer narrative:
H6 - evaluation conclusion code: updated from adverse event related to procedure to cause traced to intentional off-label, unapproved, or contraindicated use. Device evaluated by MFR: the device was returned to the cis for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual and tactile examination identified multiple hypotube kinks and a shaft break at 58cm distal to the distal end of the strain relief. Examination of the outer and inner lumen and mid-shaft section of the shaft polymer extrusion profile found a break at the site of the wire exchange port. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a peripheral arterial vessel. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, it was noticed that the shaft was kinked and it eventually snapped. The device was pulled out from the sheath without issue. The procedure was completed with another 2.50 x 24mm synergy xd drug-eluting stent. No patient complications were reported. It was further reported that the stent was used for treatment of a peripheral vascular disease in the anterior tibial artery.

Event description:
It was reported that shaft break occurred. The target lesion was located in a peripheral arterial vessel. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, it was noticed that the shaft was kinked and it eventually snapped. The device was pulled out from the sheath without issue. The procedure was completed with another 2.50 x 24mm synergy xd drug-eluting stent. No patient complications were reported.